Event description:
It was reported that the patient presented in clinic for a follow up. During an x-ray it revealed clavicle crush and a fracture and causing oversensing noise on the atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.